Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had fractured at the braze joint seam; a portion of the needle remained joined inside of the brazed horn. This is the highest stress point along the length of the needle. There was no indication of severe side loading; however pitting and demarcations at the distal end of the hypodermic needle indicated significant contact with the case nose assembly sheath. Contact is consistent with normal use; however, extent of demarcation along the needle indicated aggressive technique. The cause of the failure was determined to be aggressive technique by the user.

Event description:
Per the information provided, during a hip tenotomy a tx2 handpiece separated. The doctor had completed the right hip part of a bilateral hip tenotomy and was approximately 1 minute into the left hip when the handpiece began making a markedly different sound when activated. It was more of a high-pitched sound and on the ultrasound image on the screen they could see the reflection of the ultrasound emitted by the handpiece looked different. The doctor withdrew the probe and the inside section of the handpiece tip fell out. No pieces of were in the patient. A second tx2 handpiece was opened and used to finish the case.